Event description:
It was reported "4 cm wire segment and 1 cm catheter segment retained in patient" did event occur during placement, while in use on a patient, during removal, or after removal? During insertion was the device used on a patient? Yes any patient harm? Patient had to have minor vascular surgery to remove. 01/19/2021- medwatch received stated, "during the insertion of a bd powerglide pro midline catheter, rn met resistance and attempted to remove the catheter. The rn noted that the exposed guidewire was missing from the device. Radiographic films revealed a retained piece of the guidewire on the patient. The patient required a transfer to or to have the retained piece of the guidewire removed. What was the original intended procedure?: placement of bd powerglide pro midline catheter. What problem did the user have: device failed.¿

Event description:
It was reported "4 cm wire segment and 1 cm catheter segment retained in patient". Did event occur during placement, while in use on a patient, during removal, or after removal? During insertion. Was the device used on a patient? Yes. Any patient harm? Patient had to have minor vascular surgery to remove. (B)(6) 2021- medwatch received stated, "during the insertion of a bd powerglide pro midline catheter, rn met resistance and attempted to remove the catheter. The rn noted that the exposed guidewire was missing from the device. Radiographic films revealed a retained piece of the guidewire on the patient. The patient required a transfer to or to have the retained piece of the guidewire removed. What was the original intended procedure?: placement of bd powerglide pro midline catheter. What problem did the user have: device failed.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter and guidewire was confirmed. One 18g x 10cm powerglide pro midline catheter was returned for investigation. The sample exhibited evidence of use. The catheter was received in two segments. The distal catheter segment was 1.8 cm in length. The break in the powerglide tubing appeared to be associated with a split in the tubing that originated within the tubing. A score line was observed within the catheter at the proximal end of the slit. The characteristics observed on the returned catheter are consistent with a needle puncture. The housing was returned for investigation and it was received disassembled. The needle had been removed from the housing and the safety mechanism was engaged over the needle tip. The safety mechanism was removed from the needle. A microscopic examination revealed deformation at the needle bevel. It appears that the material along the edge of the needle bevel was pushed outward, which is consistent with the guidewire being forced against the needle bevel. A 3.5 cm segment of the guidewire was received separate from the remainder of the guidewire, which was attached to the white plate of the housing. A microscopic examination of the guidewire revealed a break in the core wire and the coil wire. The adjoining ends of the core wire appeared to be narrowed and angled to one side. The proximal end of the coil wire separated from the core wire and was received within the distal catheter segment. It appears that the needle bevel was a contributing factor in the guidewire break. Due to the evidence of use observed on the returned sample, it appears that the user encountered complications during the insertion process. Warnings in the instructions for use (IFU) indicate that once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter. The IFU also indicates to not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "4 cm wire segment and 1 cm catheter segment retained in patient". Did event occur during placement, while in use on a patient, during removal, or after removal? During insertion. Was the device used on a patient? Yes. Any patient harm? Patient had to have minor vascular surgery to remove.